Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for the call was pt reported that they were having issues with their therapy settings and the issue began about 3-5 days ago. Pt stated that they would program the intensity to 8 at night so they could sleep and one morning they woke up and the intensity was at 9 and other times the intensity had dropped from 9 to 8 after they programmed it for 9. Pt noted that last night they programmed the intensity to 8 and woke up in about 2 hours to go to the bathroom, when they came back to bed the intensity readjusted itself to 9. Pt mentioned that sometimes when they get into bed they had trouble turning over and they wondered if they just jiggled the whole machine inside them. Pt mentioned they turn the stimulation down at night cause they can't sleep at night since they hear a hum. Pt denied any recent falls/trauma. Agent walked the pt through connecting to their settings and pt confirmed that adaptive stim was on. Agent reviewed adaptive stim with pt and suggested pt can turn off adaptive stim to see if their setting changes when the lower the setting to 8 at night to sleep but pt declined. The issue was not resolved through troubleshooting. The pt was redirected to their healthcare provider to further address the issue. Agent did their best to accurately document information given at time of call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.